Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support due to high risk percutaneous cardiac intervention with coronary artery bypass grafting (CABG) and mitral valve repair/replacement (mvr). During implantation, the pump was primed and ready to implant; however, repair was needed for the mitral valve as stitches had come off. The implant was delayed by 1.30hrs. After the surgeon successfully implanted the impella under transesophageal echocardiogram, the pump was started and ramped to p-6. After the pump ran for 4 minutes, the pump impella stopped, from p-6 down to p-0 on its own. The pump was unable to restart. The pump was replaced with a secondary impella 5.5.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary pump stop: the cause of the pump stop issue was biomaterial ingestion based on data log and returned product investigation.